Manufacturer narrative:
Updated fields: d4, d8, h2, h3, h6, h11. Corrected fields: b5. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus soltive superpulsed laser system was producing an e151 error code whenever the footswitch was pressed during an unknown procedure. No patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus soltive superpulsed laser system was producing an e151 error code whenever the footswitch was pressed during an unknown procedure.